Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown 2.66 mm locking screw, unknown. Report source, foreign - the event occurred in (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01029.

Event description:
It was reported that a patient was revised due to pain and swelling, and oxidation/corrosion was noted on the explant. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of component corrosion with in situ oxidation. Inspection of the device identified that there was corrosion and discoloration around the screw hole and the head of the screw that was stuck in the plate was cracked. . DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A corrosion analysis was performed on the plate and identified the presence of elements c, n, o, na, p, k, and ca. The base material (corrosion free area) of the plate was analyzed by eds, and it showed that the plate sample was consistent with print specifications. It is inconclusive from the eds results as for whether the foreign elements identified in the indication areas are a product of corrosion of plate and screw materials or if they are contaminants on plate and screw samples from contact with the biological environment. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.